Event description:
It was reported by svc report that the ground jumpers on the knee gatch were cut in two which exposed wires. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: ground jumpers cut in-two with exposed wires.